Event description:
It was reported to philips that the device¿s non-invasive blood pressure (nibp) and spo2 calibration had expired. During the service for calibrations, it was noted that the batteries the customer purchased less than a year ago had failed and were no longer charging. There is no patient involvement. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.